Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments, partial display or grey background on the display noted. The back light functioning properly. No disappearing of the colors on the display during testing. Pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display turns grey. The customer¿s blood glucose level was 4.5 mmol/l at the time of the incident. The customer stated the background turns grey two times per day, can still see the icons however all the colors disappear. Advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.